Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the crocodile grasper broke and fell inside the patient's abdomen. A backup instrument was used to continue. All fragments were retrieved and no additional surgical intervention was required. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the patient is korean/asian. The customer retrieved the fragments using a laparoscope. All fragments were retrieved with no additional surgical procedure required. The customer did not perform any post-operative tests to check for remaining fragments. The surgeon continued using the instrument in the surgery from morning to afternoon. The instrument was inspected prior to use. The instrument was grasping tissue when the issue occurred. During the procedure, the surgeon felt a little stiff while opening the tip. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi for evaluation. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the plastic proximal clevis broken, causing the grip tips to dislodge. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. A review of the site's instrument logs was conducted. Investigation revealed the crocodile grasper instrument (pn 478059-04/ lot # n10181105-0028) was last used during a surgical procedure on (B)(6) 2020 on system sk3182. The instrument has 3 lives remaining.